Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 300 mg/dl with symptoms of thirst and urination. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. During a review of the pump history, the reporter stated that there was an occlusion alarm that the patient did not recall receiving. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of not responding to an occlusion alarm.